Event description:
Information was received from a healthcare provider (hcp) (caller) and a manufacturing representative (rep) regarding a patient who was receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the caller stated that they saw a code on the patient's pump yesterday (B)(6) 2026 that said, "silent alarm, page pump safety count in effect". The caller stated the code was 13. The agent reviewed meaning of the code and that it was a type of memory error. Reviewed they could clear the alert by changing the infusion information such as programming to minimum rate and then back to desired dose.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.